Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing. No lead fracture was found. The device was replaced and shock therapies were disabled. Should additional information be received, this file will be updated.